Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece measuring 58.1 cm. Visual inspection of the lead found an external abrasion (15.7 ¿ 15.8 cm from the connector pin) breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported event was isolated to external insulation abrasion consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-15036. It was reported that the patient presented for a follow up in clinic with complaints of dizziness. It was noted upon interrogation that there was noise on the right atrial and right ventricular leads. Both leads were explanted and replaced. The patient was stable.